Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer was treated with manual injections. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin did not exited. Customer did not had infusion set for testing. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.